Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/27/2011 with the following findings: the keypad buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts and the ok and down button contacts were found to be inverted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient reported that the down arrow button was not responding with every button press. The patient confirmed that the keypad was intact. The patient reportedly wore the pump in an undergarment and did not clean the pump.